Event description:
Event is reportable based on analysis completed in 2008. It was reported that during a drug eluting stenting treatment procedure, there was difficulty crossing the lesion. The tortuousity was normal and the degree of stenosis was 85%. Flushing was maintained during procedure and ivus was used. The lesion was located at a bifurcation mid to proximal left anterior descending artery. The type of lesion treated was progressive disease. The 2.50x16mm taxus liberte stent was unable to cross the lesion. The patient status is stable with no complications reported. However, device analysis reveals stent damage.

Manufacturer narrative:
Initial visual examination of the returned device revealed distal stent damage. Some of the struts were misaligned. The damage found on the stent was measured at approximately 1.56mm. The area where there was no damage found was measured at approximately 1.09mm. Slight kinks were found along the entire length of the hypotube. A severe kink was found at the port area of the device. Visual examination of the tip revealed tip damage. The tip was slightly flared. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is considered operational context due to the likelihood that the patient anatomy or other procedural factors encountered during the procedure performance of the device was limited.